Manufacturer narrative:
This report is processed under exemption number e2005018. Product returns were tested by lfs product analysis. The product failed testing, the issue was confirmed.

Event description:
This report summarizes 14 malfunction event(s). A review of the event(s) indicated that the ot select test strips experienced sample not drawn in. These reports were received from various sources. The patients associated with this allegation have no age data and there is no weight data available. Of the reported patients;6 were male and 8 female.